Event description:
It was reported that during a surgery the device was defective. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update (B)(6) 2026: it was further reported that the loop was too short to pass through, causing a delay in the surgery. The device failure occurred during an anterior cruciate ligament surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.